Manufacturer narrative:
It was reported that a patient with 7.5 mm endotracheal tube required use of transport circuit for a CT scan. Reportedly, the transport circuit worked without issues for approximately 27 minutes. It was noted after that there was a change in the patient's heart rhythm and patient became cyanotic. Per report, code blue was activated, compressions were initiated and respiratory therapist bagged the patient. The respiratory therapist reportedly then re-connected the patient back to the vent tubing and noticed irregular pressures on her "red box". It was noted after that the patient's chest was not rising while on the vent tubing/transport circuit and ventilator high-pressure alarm had sounded. The respiratory therapist reportedly checked the tubing and noted a faulty valve as evidenced by no air coming out of the patient side of the circuit. Another transport circuit was retrieved and patient was successfully placed on the ventilator with no further issues. Four days after the incident, the patient was reportedly discharged to another facility for continued medical management with no serious injury or follow-up care required related to the reported incident. Due to the reported event and required medical intervention, this medwatch is being filed. Visual and functional testing was done and the complaint could not be confirmed with the returned used sample. The one-way valve and the peep valve in the circuit functioned without difficulty. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that the transport circuit's valve was faulty.